Manufacturer narrative:
The technician replaced the left CPR pedal to repair the bed.

Event description:
Information received indicates the left CPR pedal is missing and CPR was not working properly.